Event description:
This lead appeared to be damaged by the set screw when removing it from the old ICD. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(4). - additional information was provided to them that the tip of this lead remains in the body because it was firmly attached to the cs wall and was stuck.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.